Manufacturer narrative:
Functional testing could not be performed as the device was unable to recognize pc.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 400s (mg/dl) over the last 2 weeks. Reportedly, customer believes that bg levels may be caused by new medications. Customer indicated that they have contacted their health care provider and adjustments were made to the pump settings. Troubleshooting with tandem technical support indicated pump was performing as intended. Recommendation was made to consult with health care provider to discuss diabetes management.